Event description:
During laparoscopic procedure it was noticed on the viewing monitors that a piece of material on the jaws of the harmonic instrument was loose and hanging. The instrument was removed from the patient, examined, and removed from the surgical field. Upon examination, the material was loose and detaching from the jaws of the instrument but there did not appear to be any missing parts.what was the original intended procedure?total laparoscopic hysterectomy.device #1is this a laboratory device or laboratory test?no.